Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the problem returned.